Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of hi blood glucose test results. Expected fasting blood glucose test result range is 200 to 400 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is required currently on as a result of the meter's readings. Currently taking medication and insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 301 mg/dl and 258 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 04/22/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1:hi (B)(6) 2015 09:00am. 2:hi (B)(6) 2015 07:02pm. 3:hi (B)(6) 2015 06:50am. 4:394mg/dl (B)(6) 2015 06:37am. 5:188mg/dl (B)(6) 2015 06:46am. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of this malfunction was identified as a strip issue. Additional product codes added.

Event description:
Consumer complaint of hi blood glucose test results. Expected fasting blood glucose test result range is 200 to 400 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is required currently on as a result of the meter's readings. Currently taking medication and insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 301 mg/dl and 258 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 04/22/2018 and open vial date is (B)(6) 2015. Recall test (B)(6). No adverse event reported.